Event description:
It was reported by an aci sales professional that a pt underwent an angioplasty on (B)(6) 2010. Following the procedure, the physician trained to the mynx, chose the device for femoral arterial closure. Hemostasis was achieved and pt remained in the hosp overnight per hosp protocol. When the pt got out of bed in the morning, a pseudoaneurysm (psa) (size unk) was noted. The psa was successfully treated with a thrombin injection. No further reports of pt clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1002102) indicated that the mynx device met all performance specs upon shipment. No files attached.